Event description:
Blood glucose monitoring device read erratically with a result of 194 mg/dl at 2 am and 92 mg/dl at 6 am. It was reported about a year ago customer woke up in the bathroom shaking and could not see when obtained a result of 64 mg/dl, drank some orange juice, and tested twenty minutes later to measure 46 mg/dl. Reporter stated fifteen minutes later the result was 212 mg/dl. Reporter indicated not taking normal medication the morning of alleged incident due to fear it would cause glucose to be lower. A request wa made for the return of the suspect device and replacement product was sent.